Event description:
It was reported by service report that the stretcher had a broken weld on the pump assembly on the patient right side. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Pump pedal. Hospital tech evaluated and repaired the unit.